Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this complaint from the united states and the journey ii cr study reports a revision/poly exchange secondary to knee stiffness. Case study reports were submitted for review but do not give any insight as to the cause of this patient¿s stiffness. It was reported that the revision of the insert resolved the issue. Smith and nephew has not received adequate materials (no operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. The impact to the patient beyond the additional surgery and the recovery cannot be determined with the available information. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that after a primary total left knee replacement surgery, the patient experienced pain and instability of the insert implanted, causing knee m/l laxity. Revision surgery was performed in order to replace the insert. Patient condition was resolved.